Event description:
A medtronic representative reported that, while in a spine procedure, a blue handle for the navlock was damaged. The silver cap, on the end, fell out of the ratcheting handle. No further details regarding the damage, or how it occurred, were provided. A different handle was used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Product is class I for us regulations & does not require a 510(k) number. RMA issued. Replacement racheting small straight handle shipped to site (B)(4) 2014. Medtronic investigation of returned suspect racheting handle finds that, as reported, the end cap of the handle has broken off due to repeated hammering. Physical damage - pieces broken.

Manufacturer narrative:
No pieces fell into the patient and there was no delay to the procedure.

Manufacturer narrative:
A cross-functional engineering review was completed on 11 march 2015. The investigation concluded that there was no safety issue based on safety risk management (srm) monitoring data indicating no serious injuries related to this type of failure. The investigation further concluded that this type of failure was the result of device use: surgeon preference for drilling pilot holes and surgeon delivery of angle and force of impact used on the handle. Similar complaints will continue to be monitored through post-market quality and srm data reviews.

Manufacturer narrative:
(B)(4).